Event description:
The complainant reported that a patient (age and gender unknown) underwent band ligation for the treatment of esophageal bleeding using a speedband multiple band ligator device. The physician stated that the band would not deploy since he was unable to turn the device handle during the procedure. The physician removed the device with the ligating band intact and completed the procedure using another of the same device. There were no patient complications reported as a result of this incident.

Manufacturer narrative:
This device has not been received by this manufacturer; therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.